Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing swelling at the implant site. The recipient is unable to use the device. The recipient's doctor advised to explant the device.

Manufacturer narrative:
Additional information sections: h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was performed and no anomalies were noted. The recipient is reportedly healing well. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information sections: b.3, d.6b, h.6. The surgeon reportedly administered anti-infection and anti-allergy treatments, but issue did not resolve. The recipient's device was reportedly explanted. The recipient was reportedly not reimplanted. The recipient is reportedly recovering well. The device was disposed of by the facility and will not return to the company. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.